Event description:
It is alleged that the 270 cc painpump with a two-site infusion set infused .25% plain marcaine in 24 hrs instead of 60 hrs following an abdominoplasty procedure. According to the physician, the pt did not experience any adverse symptoms.